Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens od. Postoperatively, the patient complained of having trouble seeing at distance and near and sees halos around lights at night. Additional information was provided by the implanting physician, who reported that the patient had blurry vision od and halos with night driving. The physician reports performing a yag capsulotomy in 2007. The patient's preoperative bcva was 20/30 and postoperatively, the bcva improved to 20/20. The physician believes the event may be attributable to a calculation/biometry error.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Other: root cause: the physician attributed the event to a possible biometry/calculation error.